Manufacturer narrative:
It was reported that the patient underwent skin revision surgery on (B)(6) 2019. This report is filed on may 01, 2019. Registration number 3009092818. Exemption number e2106011.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced skin overgrowth and infection at abutment site (date not reported). The patient's abutment was replaced.